Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
According to the clinic, after implantation surgery, some electrodes dislocated. The most apical electrodes had to be shut off. The patient did not have sufficient benefit with the cochlear implant. The patient wished the implant to be exchanged instead of pushing the electrode array further into the cochlea. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted because some electrode contacts migrated outside of the cochlea. The patient wished the implant to be exchanged instead of re-inserting the electrode array into the cochlea. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
According to the clinic, after implantation surgery, some electrodes dislocated. The most apical electrodes had to be shut off. The patient did not have sufficient benefit with the cochlear implant. The patient wished the implant to be exchanged instead of pushing the electrode array further into the cochlea. The patient was re-implanted on (B)(6) 2015.